Event description:
Resident was being transferred via hoyer lift when resident reached back her left arm to grab onto the nurse aid. Upon doing that, the lift pad became unbalanced, and resident slid out of the sling backwards, flipping over and landing face down in between the legs of the hoyer. The resident normally resists care and is very stiff and rigid. Resident also had her legs stretched out straight in front of her. Resident was transferred to the hospital for evaluation. The resident returned to facility 2 days late with no significant injuries. The equipment was locked out, tagged out until a representative from medastat checked it.